Event description:
The account manager received the email below at 9:47 am csdst today. The account manager called and emailed two times requesting more information. As of now, I have not received the requested information and am as such submitting this report. The nurse had an issue with a catheter leaking/breaking on a patient last night. They were brought up from the lab at 1900 and the catheter had issues at 2200. Therapy needed to be discontinued. The nurse has the iab in mici. Difficulties were encountered during pumping. No blood seen in the catheter tubing. No patient injury or death resulting from the event. Current patient status was dead on (B)(6) 2013 at 0125. The waveform changed-dampened lost aortic notch on balloon wave not arterial wave (mechanical wave on both).

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. Product evaluation: a visual examination of the product detected the inner lumen within the membrane was completely separated within two kinks located 25.4cm and 26.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no other leaks were detected. Conclusion: the break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine how or when the kink occurred; however, kinks found in this location typically occur during the insertion process. A review of the device history does not indicate any lot specific issues. (B)(4).